Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation is ongoing.

Event description:
It was reported to hamilton medical ag, that: "on april 14th, 2026 the hamilton-t1 ventilator (pn 1610060 / sn (B)(6) is alarming an saying exultation obstruction." No patient involvement, medical intervention or patient, user or third party harm was reported. For this specific event, the log files were provided and reviewed. The reported event date is 14th april 2026, but the log file review shows repeated ¿exhalation obstructed¿ as early as 2 april 2026 through 13 april 2026 during (s)cmv+ and asv modes, including frequent alarm activation and resolution cycles. According to the log files, the device was in (s)cmv+ mode on 2 april 2026 when the ¿exhalation obstructed¿ alarm was triggered. Therefore, the logfile review confirms persistent, intermittent obstruction conditions rather than a single transient event. The alarm is a high-priority condition indicating impaired expiratory flow, typically associated with blockage or expiratory valve/circuit issues. A replacement expiratory valve assembly was sent to resolve the issue.